Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification which identified a cracked main body of the transfer set. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; the device passed all functional tests. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue mainbody of a minicap transfer set was cracked. No additional information is available.